Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) could not be conclusively established through this evaluation. Analysis of the submitted log file confirmed low flow alarms. Although a specific cause for the events could not be conclusively determined through this evaluation, the account stated the patient appeared to be in the setting of vt. Relevant data from the reported event date of 07dec2025 was reviewed. The log file captured low flow fault flags between 16:37:35 and 16:45:42 due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm). These faults lasted for at least 10 seconds and resulted in low flow hazard alarms. Estimated flow was restored to normal values, and the alarm conditions cleared. It was noted that pulsatility index (pi) was dynamic and elevated during the alarms. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a code blue was called on the patient and they appeared to be in ventricular tachycardia. Log files were submitted for review and captured low flow events on (B)(6) 2025 starting at 16:37:35 until 16:45:42. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.